Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes there were foreign matter in the tube. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: 21-feb-2024 . H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter informaton: (B)(6).

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes there were foreign matter in the tube. There was no report of impact to patient or user.